Manufacturer narrative:
(B)(4). Visual, functional and dimensional inspections were performed on the returned device. The difficulty removing was unable to be confirmed with a proxy guide wire. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the armada 14 instructions for use (IFU) states: do not advance the armada 14 pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a balloon angioplasty procedure in an unspecified vessel, a 3.0mm x 40mm x 150cm armada 14 balloon dilatation catheter (bdc) was advanced over an unspecified hydrophilic guide wire to treat the target lesion. After completing pre-dilatation, the armada bdc was unable to be retracted over the guide wire. Force was applied to retract the armada, resulting in the guide wire tip being stuck inside of the armada balloon and separation of the guide wire tip inside of the armada lumen. The proximal body of the guide wire was withdrawn, followed by withdrawal, as a single unit, of the armada with the separated guide wire tip stuck inside of it. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.